Event description:
Voluntary medwatch form received notes that a patient presented with ventricular fibrillation storm resulting in no therapy delivered by the implantable cardioverter defibrillator (ICD). External defibrillation was performed to convert the rhythm. The patient condition was not known.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5147815.

Manufacturer narrative:
Correction: updated b5 and h6 to address the erratic pacing noted after the external defibrillation.

Event description:
Voluntary medwatch form received notes that a patient presented with ventricular fibrillation storm resulting in no therapy delivered by the implantable cardioverter defibrillator (ICD). External defibrillation was performed to convert the rhythm. It was also noted that there was erratic pacing following the external defibrillation. The patient condition was not known.